Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a pentaray nav and they were unable to map, and an irrigation issue occurred. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, magnetic sensor functionality and irrigation test of the returned device were performed following j&j procedures. The device was inspected, and a physical damage was observed. A big bent and a kink was observed in the transition to the luer hub valve. Then, the device was connected to the carto 3 system and a magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. The spline were displayed correctly in white. No problem building the matrix was identified. In general, no mapping issues were observed. Due to the damage identified in the luer section, an aluminum wire was introduced in the luer hub, and the wire got stuck at this section. Finally, the device was dissected, and the irrigation tube was inspected. The irrigation tube was found folded at the luer hub section. The mapping issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The irrigation issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a pentaray nav and they were unable to map and an irrigation issue occurred. It was reported that during the operation, the catheter could not map during the procedure and the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information indicated that the catheter is the suspected device. The device was used in the patient. The issue was discovered during external flushing. To resolve the irrigation issue, they verified that the leather hose and the three-way connector are in their usual states. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).